Event description:
Resident was being weighed on bedscale. While lowering him back down to the bed. He sat up hitting his eye on the top of the scale. He hit a bolt which poked him in his eye. It began to bleed. He was sent to hosp and needed surgery to repair damage to the eye. The resident was blind prior to incident.